Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the (B)(4) and leeds complaint databases did not show any other reports against the reported lots e1cd31000 and 3258697. A search of the (B)(4) and leeds complaint databases found only one report against the lot fh8f21. A review of the device history report for lot fh8f21 did not reveal any anomalies with regards to the reported event. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for pain and fluid buildup.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the warsaw and leeds complaint databases did not show any other reports against lot e1cd31000. A search of the warsaw and leeds complaint databases found one report against the lots fh8f21 and 3258697. A review of the device history records did not reveal any anomalies with regards to the reported event. Reveiw of provided medical records found it could not be determined if the complaint was device related. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.